Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during installation of the internal backup battery at the end of implant it was noted that one of the screws on the controller cover was stuck in the cover and very difficult to loosen. After the backup battery was installed it was noted that the screw was still stuck and unable to be fully re-inserted into the controller cover. The other three screws were working properly. This was determined to be an out-of-box issue. The controller was in use and would be exchanged once the patient was further out from the initial implant period.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of one of the system controller¿s backup battery cover screws being damaged confirmed, as this damage was observed upon arrival of the returned system controller (serial number (B)(6). The top of the screw was slightly stripped, and the bottom of the screw was noticeably damaged. The damage to the screw made it noticeably difficult to screw in and unscrew. The controller was functionally tested and was otherwise found to perform as intended. A log file was extracted from the controller during testing; however, no atypical events were observed, and the pump maintained speeds above the low speed limit while connected to the driveline. The root cause of the reported event was unable to be conclusively determined. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information reported that the controller was exchanged.